Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, it was confirmed that the probe was broken. The exact cause was not identified, and a definitive root cause was not determined. Furthermore, it is likely the probe breaking may have occurred due to one of the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut mode was activated while the non-insulated area of the grasping section was in contact with the probe and as a result, a contact mark developed. 4. A force to activate the output in seal & cut mode or a force to grasp tissue was applied to the probe, therefore; cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the probe was bent and broke off during cleaning of ultrasonic surgical device. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.